Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the nkv550 ventilator''s graphic user interface (gui) touchscreen was nonresponsive to touch. The respiratory therapist did a forced shut down and restarted the ventilator, where it then worked normally. There was no reported harm to patient. The debug log showed that the ventilator continued to ventilate the patient.

Manufacturer narrative:
(B)(4) will submit a supplemental report if additional information becomes available.